Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision procedure during which the ipg was replaced due to it having reached its end of service (eos). The ipg eos was discovered when the provider attempted to interrogate the device with no response. The physician believes the ipg should have lasted longer as the therapeutic settings were not higher than normal usage. The patient has fully recovered postoperatively and the therapy is working normally.